Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 9477850. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a stent-assisted embolization procedure targeting an aneurysm on the ophthalmic segment of the left internal carotid artery, the 4.5mm x 28mm no distal tip enterprise® vascular reconstruction device (vrd) (enc452800 / 9477850) was impeded in the distal end of the concomitant 150cm x 5cm prowler select plus microcatheter (606s255x / 31444525) and could not pass through the microcatheter. The physician removed the stent and the microcatheter from the patient and replaced both devices to complete the procedure was which reportedly prolonged by approximately 10 minutes. There was no negative impact to the patient. On 10-jun-2025, additional information was received. The information confirmed that the endovascular embolization procedure was a stent-assisted procedure targeting an aneurysm on the ophthalmic segment of the left internal carotid artery. An adequate continuous flush was maintained through the microcatheter. Resistance was encountered during the advancement of the stent in the distal end of the microcatheter; not dislodged. When the stent was removed from the patient, it was still on the delivery wire. There was no damage noted on the stent / stent delivery system when it was removed from the patient. The physician replaced the devices with another 4.5mm x 28mm no distal tip enterprise® vascular reconstruction device (enc452800) and another 150cm x 5cm prowler select plus microcatheter (606s255x). Per the information, there was no negative impact on the patient and the physician did not consider the reported 10-minute procedure extension to be clinically significant.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 25-jun-2025. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 4.5mm x 28mm no distal tip enterprise® vascular reconstruction device was received contained in the decontamination pouch, coil within the dispenser hoop. Visual inspection was performed. No appearance of damage was observed. The stent was still inside the introducer and was observed to be in good condition with no structural damage (i.e., no broken struts, no kinks). The functional test was performed, and the concomitant prowler select microcatheter was flushed using a lab sample syringe. After flushing, the 4.5mm x 28mm no distal tip enterprise stent was introduced into the microcatheter, and it was advanced. No significant resistance was felt when the stent component pass through the hub area. The stent came out from the distal tip of the microcatheter. As the functional test was performed without issues, the impeded condition encountered during the procedure could not be confirmed. However, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 9477850. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. It should be noted that multiple factors could cause product failure. The instruction for use (IFU) does contain the following recommendations: ¿ the introducer must be properly engaged with the infusion catheter hub to enable stent introduction into the infusion catheter. ¿ do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance to a new one. ¿ if resistance is felt while recapturing the stent, do not continue to recapture the device. Withdraw the infusion catheter slightly to unsheathe the stent (without exceeding the recapture limit) and then attempt to recapture the stent again. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.